Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that when the device has been in use in anesthesia breathing circuits in the operating room during a surgical procedure, the co2 monitoring port cap is removed in order to attach a line to a co2 monitor. When the surgical procedure has been completed, the user removes the co2 monitoring line from the device's monitoring port, and replaces the device's monitoring port cap on the monitoring port. However, the cap had become detached spontaneously and unintentionally, and creating a leak from the breathing circuit and leading to hypoventilation of the patient.